Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: a device history record review was completed for provided lot number 190218. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, a picture of the affected sample was returned for evaluation by our quality engineer team. Through examination of the picture, white foreign matter was observed on the needle. The white matter was identified as epoxy, the adhesive used to join the cannula and hub components. Based on the investigative findings, this defect occurred during the assembly process due to a temporary malfunction in the epoxy dosage machine. As a result of this error, a higher quantity of epoxy was added and contributed to the observed defect. Based on the preventive measures in place, we believe this was an isolated incident with an unlikely chance of recurrence. Further action has not been determined necessary at this time. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Event description:
It was reported that the bd¿ 30g needle experienced foreign matter in the cannula. The following information was provided by the initial reporter: white plastic thing attached.